Event description:
It was reported there was no cassette recognition. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. This device has not been serviced in the past 12 months. The device was in good condition, no physical damage was found on the pump. Investigation found the cassette sensor was nonfunctional and needed to be replaced. A cost estimate will be sent, and repair will be carried out upon acceptance of the quote.